Manufacturer narrative:
The explanted product was discarded by the medical facility, and will not be returned for eval.

Event description:
Shortly after an implant procedure, the pt developed a hematoma. The surgeon explanted the paddle lead. The pt has since been reimplanted.